Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 407645, implantable pacing lead, implanted: 2013-(B)(6), product ID ddbc3d4, implantable cardioverter defibrillator (ICD),  implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that one day post implant the patient experienced a pneumothorax. A perforation of the right atrial (ra) lead was suspected. The ra lead was explanted and replaced. During the ra lead revision, insulation damage was found on the right ventricular (rv) lead and it was noted that there was blood inside the lead. The rv lead was explanted and replaced. It was further reported that when the new leads were connected to the device, the physician was unable to use the wrench to screw the lead into the head. The physician requested a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.